Event description:
Acurate ide study it was reported that a vessel perforation and dissection occurred. Vascular access was obtained via a transfemoral approach for a transcatheter aortic valve replacement (tavr) procedure. The native aortic annulus was 21.3mm in diameter. A 14f isleeve introducer sheath was placed and an unknown guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was advanced and the acurate neo2 valve was released at the intended location. The unknown guidewire and acurate neo2 tf ds were removed from the patient. After removal of the 14f isleeve introducer sheath and closure of the arteriotomy was performed, the patient became hypotensive. An abdominal aortogram revealed a right external iliac perforation with a spiral dissection down to the common femoral artery. A non bsc molding and occlusion balloon was introduced into the abdominal aorta and inflated. The patient regained hemodynamic stability. A non bsc stent was placed across the iliac perforation and a non bsc vascular closure device was placed. An internal mammary artery (ima) catheter was used to confirm that the placement of the non bsc stent completely covered the iliac perforation. Angiography revealed the extent of the dissection in the common femoral artery as well as a non occlusive filling defect in the location of the non bsc vascular closure device. Via ima catheter a second non bsc stent was placed overlapping the previously placed stent. Angiography showed no residual dissection or stenosis at the location of the non bsc vascular closure device. The patient was transfused with one unit of packed red blood cells and transferred to the intensive care unit for recovery. Two days post index procedure the patient recovered with sequelae and was discharged from the hospital.